Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. D6b: explant date unknown. Complaint sample was returned and evaluated against the reported event. Visual inspection of the returned head found the outer radius of the head to be scratched and worn such that a portion of the finish has become hazy and dull. Foreign material was observed on the rim and inside the taper of the head. The rim of the head exhibits multiple dings. DHR was reviewed and no discrepancies were found. Additional information does not change the root cause of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right hip revision after an unknown amount of time post implantation due to implant wear, metal poisoning, tissue and bone destruction. The head component was removed and replaced. Attempts have been made and no additional information is available at this time.

Event description:
Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see report(s) 0001825034-2019 -00489. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted.

Event description:
Litigation reported the patient suffered pain 15 years post left hip biomet m2a magnum total hip arthroplasty secondary to tissue and bone destruction, and heavy metal poisoning all attributed to implant bearing wear. The patient has not been revised. No further information is available at this time.